Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was not getting any readings. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of no readings was not confirmed. A root cause could not be determined.